Event description:
On (B)(6) 2014, a patient contacted the affiliate in (B)(4) to report that the pt recently purchased oasys contact lenses for the first time. The pt wore the first 3 oasys lenses from the right eye carton and reported to use each contact lens about 15 days. "The pt began to feel discomfort during the complete wear period of about 45 days¿ in the od. The pt went to an eye care professional (ecp) on (B)(6) 2014 and was diagnosed with corneal ulcer in the right eye. The ecp prescribed zymar and the pt was instructed to use the drops every hour od for 1 day, and return for f/u the following day. On (B)(6) 2014 the treating ecp provided the following information: the pt was initially seen by the ecp on (B)(6) 2014 due to redness and pain od. The pt was diagnosed with a "superficial corneal ulcer in the right eye, located in the periphery of the cornea, inferior, not reaching visual axis, small, less than 1mm, without anterior chamber reaction. Va not evaluated in any of the visits. At the last visit on (B)(6), the pt was feeling better, without pain, and the lesion has diminished and almost healed." The pt was instructed to return for a follow-up appointment on (B)(6) 2014. The pt continues to use the zymar drops od. The pt discarded the suspect product, but did retain unused oasys od product from the same lot. The product was requested for return for evaluation, but it has not yet been received. Any additional information received will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 16jan2015 additional information was received from the pt's treating eye care professional's (ecp) office. It was noted that the pt had not returned to the clinic for a follow-up visit because the ecp had not returned to work. The pt did not have any future appointments scheduled for follow-up. No additional information is expected. A lot history review was performed on lot # l002815 and it revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Section added method code. No testing methods performed.

Manufacturer narrative:
(B)(4).